Manufacturer narrative:
The sterile lot number for the device is unknown; therefore, a device history report review could not be performed. Stent thrombosis and acute myocardial infarction are a known potential adverse event associated with implanting coronary artery stents. Review of the limited information provided suggests that pharmacological factors may have contributed to the reported event.

Event description:
Information received from a sales representative indicated that a patient experienced a myocardial infarction and stent thrombosis after having a coronary artery stent implanted. The patient's medical history is unknown other than having a previous percutaneous intervention. The patient had an unknown cypher stent implanted in a diagonal branch sometime in 2006 for an unknown reason. Approximately three years later the patient discontinued antiplatelet therapy for an unknown surgical event. The medication was stopped five days prior to the cardiac event. The patient developed stent thrombosis in the diagonal branch and had a large acute mi. The treatment and outcome are unknown. It was additionally found by the treating physician that the cypher stent was "jailing the lad" where the three taxus stents in the lad, which were placed prior to the cypher stent. The cypher was described as "sticking out into the lad and not blocking circulation". Treatment for the thrombosis is unknown but no additional stents were placed. The sales rep had no further information available and the patient survived the event.